Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Conconmitant products were used during this study: carto, pentaray catheter, thermocool catheter. Other company¿s devices were used during this study: ensitetm navx (st. Jude medical inc), double transseptal brk needle (st. Jude medical inc). Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 38 consecutive ischemic patients underwent radiofrequency ablation and suffered major complication. No details of major complication were known. Additional information was received indicating that the author did not recall any related to specific malfunction of a device. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿beyond the storm: comparison of clinical factors, arrhythmogenic substrate, and catheter ablation outcomes in structural heart disease patients with versus those without a history of ventricular tachycardia storm.¿ the purpose of this study was to compare the clinical factors, substrate, and outcomes differences in patients with sustained monomorphic vt who present for catheter ablation with vt storm versus those with a nonstorm presentation. The study was conducted between 1999 and 2014. Suspect device is thermocool sf catheter, however catalog and lot number are unknown. Conconmitant products were used during this study: carto, pentaray catheter, thermocool catheter. Other company¿s devices were used during this study: ensitetm navx (st. Jude medical inc), double transseptal brk needle (st. Jude medical inc).

Manufacturer narrative:
This report is to provide attachment of the article (complaint source). Manufacturer¿s reference: (B)(4).